Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and fecal incontinence. It was reported that patient was currently in india until april. Patient noted that they had a biotroniks pacemaker implanted on the 2nd and 2 days later they began noticing unconscious fecal loss. The caller reports that they have tried making adjustments to the intensity, but when they changed the intensity it was painful, so they decreased it again. Confirmed that the patient did not see any messages or service codes on the screen after connecting to implant. The caller noted that manufacturer representative (rep) advised them to try program 7, but they do not have a program 7. Helped patient connect to implant and change programs. The patient only had available programs of 2, a, b, c and d. Helped caller change programs and adjust intensity. Patient will maintain stimulation and adjust as necessary.